Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak in the device. The leak was just proximal to the proximal balloon seal, not on the balloon as reported. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The returned device was analyzed using scanning electron microscopy (sem) and determined the failure may be related to a materials/processing discrepancy. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified de novo mid right coronary artery that was 90% stenosed. A 3.0 x 15 mm rx trek balloon catheter was being used for pre-dilatation when there was some difficulty advancing and when inflating, the balloon ruptured at 8 atmospheres. A non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.